Manufacturer narrative:
The fit issue is likely caused by not reducing enough bone prior to seating the guide.

Event description:
Doctor used a surgical guide to place dental implant. Doctor elevated large flap and cleared all tissue but guide did not fit.